Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #049173-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button popped out after 4 hours. The patient wears the v-go on her abdomen. The patient indicated that this is the first time it happened.